Event description:
Client has profound mental retardation and rocks back and forth. He was sitting in his specialized/customized wheelchair, seat-belted in. Client rocked forward, fell face first to floor. Still belted to seat. Seat belts were attached to seat instead of chair frame. Client sustained cuts to bridge of nose, above right eyebrow, bruising left knee, top and inner aspect of same knee. Client was sent to emergency room.